Manufacturer narrative:
The patient was being lifted for a trip to the restroom, when the hardware holding the sling allegedly gave out. Parts from the lever lead were allegedly found scattered all over the floor. The consumer allegedly sustained fractures on both knees. According to invacare (B)(4), the outside sales representative went on location and took some pictures. The unit was assessed and there were no parts broken. It is his opinion that the likely cause of the incident is due to the hardware holding the sling onto the mast simply coming undone. This is likely due to poor maintenance. Invacare (B)(4) will also be sending the pictures of the unit for our file. The unit is segregated and located at: (B)(4). Invacare (B)(4) also confirmed that the incident account at the above-referenced location and is not at (B)(6) hospital as originally reported.

Event description:
The patient was being lifted for a trip to the restroom, when the hardware holding the sling allegedly gave out. Parts from the lever lead were allegedly found scattered all over the floor. The consumer allegedly sustained fractures on both knees.